Event description:
The customer initially reported to physio-control that their device had logged multiple event codes and would not pass the user test. After an evaluation by physio-control, it was observed that the device would not boot up completely. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the user interface to pcb stack flex cable assembly and observed proper device operation through functional and performance testing. After additional unrelated repairs were performed, the device was returned to the customer for use. The removed flex cable assembly was further evaluated and it was determined that the cable was torn at pin 1, which caused the reported failure.